Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Purge pressure high/purge system blocked: the cause of the high purge pressure/purge system blocked could not be determined as no product or logs were returned for evaluation. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that there was a purge system blocked alarm and high purge pressure during impella 5.5 patient support. While on support, the perfusionist reported an alarm for purge system blocked. The physician decided to start lysis with the purge flow under 1ml per hour and the purge pressure 1056mmhg. The perfusionist reported that lysis was successful; the purge flow and purge pressure was in range (7ml per hour and 500mmhg).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.